Event description:
The customer stated that a false positive architect b-hcg result of 427.50 miu/ml was generated. The sample was repeated 2 times and results off < 1.2 miu/ml were generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Review of the complaint text indicates the customer observed false positive total b-hcg results for one patient result on the architect i2000sr, serial number (B)(4). The field service representative (fsr) observed a serum and/or reagent crystal build up near the reaction vessel (rv) area. The fsr determined the single isolated case of false positive b-hcg results was due to crystals which contaminated the rvs during testing. Cleaning and removing the crystal build up was determined to have resolved the b-hcg imprecision issue. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect total b-hcg reagent package insert were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction / deficiency.